Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis could not reproduce the reported event. No electrical anomalies were found. Visual analysis revealed that the upper and lower case, ring, and side bail covers were broke. The battery contacts were found to be contaminated. The damage to the device indicates evidence of mishandling or misuse.

Event description:
It was reported that during code 99 (medical emergency, resuscitation required), the device stopped working. Both atrial and ventricular sense lights switched to solid orange. Turned device off, then back on, with the same results. The device was replaced. According to the anethesiologist's intra-op notes, the patient was defibrillated three times; however, there was no note as to whether or not the device was on or not at that time. No further patient complications have been reported as a result of this event.